Manufacturer narrative:
The failure investigation has been completed and the alarm 30 issue was verified. Functional testing was performed and no failure was identified related to the low blood glucose issue. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 30 occurred during the load sequence with multiple cartridges. Reportedly, customer administered a manual injection in addition to pump therapy which resulted in the customer's blood glucose (bg) decreasing to 50 mg/dl. Customer consumed carbohydrates to address low bg. The pump functioned as intended, and there was no issue with pump or supplies. Reportedly, customer reverted to manual injections for insulin therapy.